Event description:
It was reported that the ilet screen developed a small crack that rendered the touchscreen unresponsive and prevented device unlocking, and basic troubleshooting including a restart did not resolve the issue. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included customer troubleshooting and education. Investigation of this case revealed a damaged display affecting user interface functionality consistent with a screen or touchscreen failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display.

Manufacturer narrative:
Investigation description. Display damage due to impact.